Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the wire was engaged to a balloon catheter. Od measurements taken for the wire were found within spec. Due to the condition of the returned device functional testing was not possible. The wire was visually inspected as it was received engaged to the balloon catheter. The wire exhibited stretched and bunched up coils right after the tip of the balloon catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A cougar guide wire was returned to the facility. It was engaged in a balloon catheter indicating potential use in the patient. No other information has been provided.